Event description:
Discordant advia centaur cp (B)(6) results were obtained for a patient sample. The patient sample was tested on (B)(6) and was reported as (B)(6). The patient was tested on (B)(6) and the results were negative. The (B)(6) results were considered correct. The patient was not given any blood products. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00072 on april 17, 2015. On 05/27/2015 additional information: the customer stated that all the results were reported to physician. The physician did not question any of the results. The patient has been discharged without comment from the physician concerning the (B)(6) results. A siemens customer service engineer (cse) performed the preventative maintenance (pm) and found no issues with the system. The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.